Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus that during routine testing, the endoscope tested positive for microbiological contamination. There were 3 colony forming units (cfu) of unspecified germs in the operating channel, 4 cfus of unspecified germs in the suction channel, 7 cfus of unspecified germs in the air/water channel, and 49 cfus of unspecified germs in the auxiliary channel. Previous testing found 1 cfu of an unspecified germ in the operating channel, 8 cfus of unspecified germs in the suction channel, unspecified cfus of aeromonas salmonicida were found in the air/water channel, and 37 cfus of an unspecified germ in the auxiliary channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization (cds) process. Devices are precleaned by aspirating water through the instrument/suction channel, flushing channels, air/water channel, and auxiliary channel. No detergent is used in the precleaning process. Manual cleaning is performed with anios¿clean excel d detergent. The instrument/suction channel, suction cylinder, and instrument channel port are brushed with a neoclean brush from tec care. Manual disinfection is not performed. A non-olympus automatic endoscope reprocessor (aer), soluscope series 4, is used, with cln soluscope detergent and paa soluscope disinfectant. The endoscopes are not sterilized. The endoscopes are stored horizontally in a non-olympus eset dsc8000 simple cabinet. Maintenance of the device is performed by olympus. The aer was also microbiologically tested; however, the results were not provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endosope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.